Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm of the internal carotid artery (ophthalmic segment) with a pipeline embolization device 4.50mm x 14mm, there was a failure of the distal section of the device to open. The operator noted an unusual feeling during both deployment and resheathing of the device. The vessel exhibited moderate tortuosity, and the aneurysm measured 8mm in maximum diameter with a 5mm neck. Dual antiplatelet treatment was administered. Less than 50% of the device had been deployed when the issue occurred, and the device was resheathed and removed with the microcatheter. The pipeline was resheathed less than or equal to two times. The pipeline was not placed in a vessel bend when it faield to open. The patient was ultimately treated with a second device, which did not present these issues. The devices were prepared according to the instructions for use (IFU). The angiographic result post procedure was reported as excellent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: the pipeline flex shield was returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal end appeared not open and frayed. The braid's proximal end was found to be open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was confirmed, as the braid's distal end was not open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.